Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 6x120 supera stent was implanted in the popliteal artery on (B)(6) 2015. On (B)(6) 2016 the patient had leg pain at the location of the stent. The stent was noted to have broken in two pieces and restenosed. A re-intervention was performed with a 6x80 supera stent. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported patient effects of pain and stenosis are listed in the supera instructions for use as known potential patient effects associated with use of the device. Cine images from september 2016 were returned and reviewed by a senior clinical research coordinator. The reviewer confirmed the reported stent fracture and noted that the stent fracture was directly behind the knee in an area that would be subjected to a high frequency of bends during motions such as squatting. The investigation was unable to determine a conclusive cause for the reported stent fracture. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.